Event description:
Patient had left side weakness post procedure and was sent to have a CT. After the CT was completed, it was confirmed that there was an intrastent clot. Physician was able to get the catheter across and start thrombolysis to reopen the stent. Patient fully recovered.